Event description:
On (B)(6) 2013 it was reported by the patient's mother that the patient had been experiencing an increase in seizures. The last time the patient was interrogated was in 2005. The patient is incarcerated, and attempts for additional information have been unsuccessful.